Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire clips. The clips were not releasing from the applier. Some clips were "mashing." Another device of the same product code was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # k90a82. The analysis results found that the er420 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed (B)(4) conforming clip and it ejected (B)(4)clips; finally, the device locked out as intended. In order to inspect the condition of the internal components, the device was disassembled. Upon disassembling no anomalies were found. The batch record was reviewed and no anomalies were noted during the manufacturing process.